Event description:
Pt reported that during early (B)(6) 2011, he experienced elevated blood glucose as high as 20 mmol/l (360 mg/dl). There was insulin leakage at the connection of the infusion tube and headset. This occurred when pt was at home and at his workplace. Pt reported his blood glucose is now stable. Alleged infusion sets were not available to return for evaluation. The pt did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned taskforce.